Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio inr results. Results are as follows: date: (B)(6) 2014, inratio inr: 3.7, 4.4 and 1.9. The time between testing was ten (10) minutes. Reportedly, patient used trainer's strips to perform tests, touched his finger to the sample well and received a 4.4 result. Therapeutic range is unknown for the patient. There was no reported adverse patient sequela. There was no additional information provided.